Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via left axillary artery in a 50 year old female who was admitted for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. On day 3 of support, the patient developed a hematoma and heparin was paused. The patient's left should also appeared inflamed, in which a jackson-pratt drain was 1/4 full with sanguinous drainage. On day 8 of support, it was reported the hematoma was resolving. Vascular injury is a known potential adverse event of the impella 5.5 per the instructions for use.

Manufacturer narrative:
D1: brand name updated. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Asae/hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details.